Manufacturer narrative:
Product evaluation: the mainframe, s/n (B)(4), could not be tested as it would not boot up. The unit displayed several critical failure errors that are synonymous with cpu / sbc (pcb board) failure. Device will be repaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned. A product analysis has not been performed.

Event description:
It was reported that prior to the surgery, the device displayed messages indicating pc board failures. The case was cancelled after the patient was anesthetized. There was no injury. The case was rescheduled. The surgeon would not perform the procedure without the nim.

Manufacturer narrative:
Product evaluation: the repairs on the device have been completed. The main pcb board and the p/I adapter board have been replaced due to failure, and the cf card was replaced to upgrade the software on the device. The device was successfully tested to manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.